Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the hospital equipment department replaced the keyboard control board to resolve the reported issue. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device occasionally powered on automatically. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Manufacturer narrative:
There was no patient involvement at the time the issue was discovered. The hospital equipment department replaced the user interface printed circuit board assembly to resolve the reported issue.